Event description:
It was reported that the device was jammed. Evaluation revealed that the device was producing straight shots.

Manufacturer narrative:
The subject product was found to be producing straight shots due to a worn tip. This was due to normal wear on a reusable device.